Event description:
It was reported that tandem mobi pump battery would not charge and pump screen remained dark and would not turn on despite multiple attempts, with a red light showing around button and no vibration or startup. Customer¿s blood glucose impact was unknown because caller declined to provide this information. The customer reverted to manual insulin injections for backup insulin therapy.